Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that while the patient was in the hospital for an unrelated procedure, the patient and physician elected to remove the subcutaneous implantable cardioverter defibrillator (s-ICD) due to a product advisory. It was noted that the s-ICD had not exhibited any signs of advisory behavior clinically, thus the decision to remove it was purely elective. A new s-ICD was successfully implanted. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.